Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with post paced t-wave oversensing in their implantable cardioverter defibrillator. Physician felt confident that the patient would not receive inappropriate shocks with the current settings. Recommended program changes were suggested and are scheduled to be made on the patient's next follow up. Patient was stable.